Event description:
It was reported that the user experienced hypoglycemia, including a recorded low glucose value of 70 mg/dl, with recurrent nighttime and morning low glucose events; the user treated with oral glucose and plans to discuss these events with a healthcare provider. Investigation of this case revealed no identified device malfunction and the cause of hypoglycemia remained unclear. No clinical symptoms associated with low blood glucose reported. Outcomes included self-treatment with oral glucose without escalation of care. It was concluded that the event was user-experienced hypoglycemia with an undetermined cause and no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.